Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix damaged/stretched and bent. Therefore, the helix functions cannot be tested. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant, the helix mechanism could not be retracted causing the lead to "get stuck" in the right ventricle and at the level of the valve. Ultimately it was removed by twisting the lead body counter clockwise. No patient complications have been reported as a result of this event